Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas e411 rack analyzer. The customer stated that this issue occurs when the reagent pack contains fewer than 20 tests remaining. Patient 1 initial result was 1.69 coi (reactive), and the repeat result using a cobas e801 analyzer was 0.53 (non-reactive). Patient 2 initial result was 1.77 coi (reactive), and the repeat result using a cobas e801 analyzer was 0.62 (non-reactive).

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The calibration and qc results were within the acceptable range. The investigation determined that the customer did not follow product labeling for repeat testing. Per product labeling for the assay, all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay. If cutoff index values < 0.90 are found in both cases, the sample is considered negative for hbsag. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be investigated using an independent neutralization test (elecsys hbsag confirmatory test).